Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false tachycardia episode due to artifact/ noise. It was further reported that the remote monitor was missing device-related alerts (dwas). The outages were noted from december 28, 2024, through january 10, 2025, and from february 1, 2025, through february 25, 2025. The patient management database confirmed that the remote monitor did not have any successful wireless transmissions since the date of the call.  No patient complications have been reported as a result of this event.